Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that no interventions were made, and clinician did not recall the details of the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed inappropriate anti-tachycardia therapy (atp) delivered by device. Inappropriate therapy was attributed incorrect interpretation of heart rhythm. No patient symptoms were reported. Further information was requested but not received.